Event description:
An implant card was received at manufacturer that reported the patient had their lead and generator replaced for high lead impedance. The explanted products were not returned to the manufacturer for product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.